Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump the free-flow clamp was malfunctioning. The free-flow clamp assembly was replaced and resolved the issue. A review of the serial number history revealed no similar complaints associated with the device. The cause of this failure remains undetermined. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the free-flow clamp was malfunctioning. No patient involvement was reported.